Event description:
The consumer reported experiencing "wavy" and blurry vision. The pt also reported eye strain and headaches while wearing glasses. The pt indicated that her surgeon's diagnosis was that she had developed scar tissue. Yag laser procedure (capsulotomy) was performed, reason for yag was not provided. On (B)(6) 2014 pt was told that there is a bit of scar tissue that is floating around and would eventually settle. The pt indicated that a second procedure (laser treatment) was performed and was told she needs to wait 3 to 6 months to see full benefits of surgery. This report pertains to pt's left eye. Additional info has been requested but no additional info has been received. Please refer to MDR 1313525-2015-00219 for the lens implanted in the pt's right eye.

Manufacturer narrative:
The lens remains implanted in the pt's eye. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.